Event description:
It was reported the patient had heating at the ipg pocket while charging, and the skin around the area had turned red. The patient reported she had started charging more frequently for less time, and this helped the issue. The sjm representative advised the patient regarding the additional charging instructions. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.